Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a cracked ilet screen with the unlock slider on the bottom half unresponsive. The user had removed the screen protector and attempted recalibration without success. The device was partially functional but required replacement. The user transitioned to backup therapy and confirmed having sufficient supplies. The highest blood glucose (bg) recorded was 205 mg/dl. Blood glucose (bg) was corrected through resumed ilet dosing. No symptoms, outside assistance, or medical intervention were reported. The device will be returned.